Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that interrogation of this pacemaker revealed it was operating in safety mode. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available regarding initial reporter email or actions/interventions. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that interrogation of this pacemaker revealed it was operating in safety mode. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time.